Manufacturer narrative:
D4 unique identifier (UDI) for cuff: UDI: (B)(4). D4 unique identifier (UDI) for pump: UDI: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported per images that the balloon presented a mechanical problem. The aus is currently implanted. There were no additional patient complications reported.